Event description:
Alert for defib impedance oor (out of range) triggered again. Impedance measured 161 ohms and capture thresholds rising. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).